Event description:
87 year old male with alzheimer's disease, pulled own foley catheter (with balloon inflated) into shaft of penile urethra. Multiple attempts to deflate balloon were unsuccessful. Balloon was deflated by needle aspiration through urethra. No adverse complications resulted. Pt. Was dismissed in satisfactory condition the next daydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other, invalid data. Results of evaluation: balloon. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.